Manufacturer narrative:
Pump booted up properly once installing aa battery, no blank display was noted. The pump passed the displacement test, sleep current measurement test, active current measurement test, and self test. Test p-cap and reservoir locked properly into the reservoir compartment. No pump error 68 or stuck button error alarms were noted during testing. Successfully downloaded pump history files and traces using thump software. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Pump alarmed a pump error 68 alarm on the event date of 26-may-2024 at 15:40:03.000. Pump alarmed a stuck button error alarm on the event date of 26-may-2024 at 14:52:55.000. Pump was cut open to perform visual inspection and found moisture damage on the electronic assembly and keypad flex connecting cable. The following were also noted during visual inspection: corroded battery tube, corroded battery tube spring, scratched case, and pillowing keypad overlay. Exposed to moisture was confirmed found on the electronic assembly, keypad flex connecting cable and battery tube. Pump error 68, stuck button error alarm, and blank display were not confirmed during testing. Cosmetic damage was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced exposed to moisture, damage (physical or cosmetic), pump error 68, keypad/button unresponsive/button error, blank display. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed and customer reported receiving a stuck button alarm, a pump error 68 , a blank display. No harm requiring medical intervention was reported. Mmt-1884 was requested and customer response was the device will be returned.